Manufacturer narrative:
H6 component code: g03001. The field service representative (fsr) performed extensive troubleshooting and replaced multiple parts. Ultimately, the issue was resolved by replacing the sample and wash solution syringe o-ring. No additional discrepant result issues have been reported since the service activity was completed. The sample and wash solution syringe o-ring was determined to be the cause of the issue. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the sample and wash solution syringe o-ring or the alinity c processing module. Additionally, labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity c processing module serial (B)(6) or the sample and wash solution syringe o-ring was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for one patient. The initial result was 7 mg/dl, repeated on another instrument and the result was 1.6 mg/dl. No impact to patient management was reported.